Event description:
The reporter stated that upon removal of the catheter resistance was encountered. The doctor pulled the catheter until it stretched and broke. This resulted of a 7mm segment of the catheter lost within the pt. No reported attempt was made to retrieve the fragment and no adverse sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.